Event description:
It was reported that the lead dislodged, the patient was believed to be a twiddler. During the attempt to reposition the lead, the physician inadvertently cut the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.